Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 00620005222 / item name shell porous with cluster holes 52 mm o.d. / lot# 61429548; item# 00631005032 / item name liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells / lot# 61540444; item# 00625006530 / item name bone scr 6.5x30 self-tap / lot#61504853; item# 00625006525 / item name bone scr 6.5x25 self-tap / lot#61563807. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00274.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a left hip procedure and nine (9) years later underwent a revision surgery due to elevated cobalt levels, pain, and instability. Impacting his adl's, physical and mental suffering, physical disabilities and expenses. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: e1(establishment name, address, city, zip code, telephone number). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial hip arthroplasty procedure on 20 sep 2010 due to osteoarthritis. Records confirmed the elevated metal ions. No revision notes were provided. Provided records have very limited information. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2021-00120. 0002648920 -2021-00121.